Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they noticed air bubbles after the first day of use. The customer mentioned that the bubbles were in the reservoir and in their tubing. Her blood glucose was 9.2 mmol/l. During troubleshooting, the customer stated that there were no leaks and that she did not allow the insulin to warm to room temperature prior to filling the reservoir. She was advised to change her set. The reservoir will not be returning for analysis.